Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 316 mg/dl.